Event description:
Complainant reported late stent thrombosis in a brachytherapy patient with no new stent. A six-month-old restenosed stent was radiated. Because of a gi bleed, asa and plavix were discontinued at an outside hospital. Two weeks later the patient thrombosed and had to be given primary angioplasty.